Event description:
On (B)(6) 2010, the pt underwent a subacromial decompression of the shoulder using a super turbovac 90 with integrated cable arthrocare wand. The pt sustained a first degree burn with blistering on the shoulder, below the lateral portal, extending approx three to four centimeters. It was reported that the burn was in a well-defined line which looked like it had been caused directly by the shaft of the wand. The shoulder was dressed with a hypafix dressing.

Manufacturer narrative:
The device has been returned to arthrocare for investigation. Once the device investigation and lot history review are completed, a f/u report will be provided.